Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported a crack on the battery compartment and a scratched lcd window. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, scratched lcd window, scratched keypad overlay. The scratches on the lcd window are severe enough to hinder the user's ability to read and navigate the menus. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test due to the critical pump error (open book image) alarm. Attempt to download using crest was successful; however, attempt to upload using thus was unsuccessful. The trace downloader program was unable to boot up, and the pump booted up to a blue screen with the red notification led flashing and the vibrator vibrating instead. A second attempt to download a xtest file and then upload the bootloader traces was successful. Did not find any consecutive occurrences of the error code = 0x00000044 appear in the bootloader traces.- the case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j2, back of the lcd screen. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had cracked battery compartment and screen was damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.